Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: a810, serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 15-jul-2013, UDI#: (B)(4); product ID: a810, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000 mcg/ml at 96.2 mcg/day via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2019 it was reported that the patient¿s pump was being replaced today because it was at eri/close to eos and the patient¿s physician decided the patient should start back up on itb (intrathecal baclofen) pump therapy. When the catheter was removed from the old pump port there was no fluid/csf (cerebral spinal fluid) backflow so the catheter patency had not been confirmed. There was not a back table prime done for the new pump but a prime of 0.370 mls after the new pump was filled with the new drug and connected to the existing catheter. The healthcare provider had a hard time waking the patient up post-op so they thought the patient may have overdosed. The physician decided to program the pump to stopped pump mode. They were inquiring about next steps. The reporter would confer with the physician stating the physician decided to leave the pump in stopped pump mode for now. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for when the catheter was removed from the old pump port there was no fluid/csf (cerebral spinal fluid) back flow was not determined. No further complications were reported or anticipated.